Event description:
It was reported that the core micro drill continued spinning and overheated during set up for a procedure. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the core micro drill continued spinning and overheated during set up for a procedure. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon visual inspection, the motor cartridge and rotor assembly were found to be corroded. The device was repaired and returned to the user facility.